Event description:
Biovue PICC line placement attempted. Advanced easily until 4" left to insert. Pt encouraged to relax, line flushed, and then advanced to desired length. Guide wire then removed & met resistance on removal. When wire released, rn noted severe fraying of guide wire. Cxr obtained with left arm view. Foreign body noted below top of catheter that had looped at shoulder level back down arm. Re x-ray showed foreign body in right lower lung field. PICC line removed. Pt transferred to tertiary facility. When foreign body was successfully removed from lung. Pt transferred back same day.